Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 25 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user began receiving sensor replacement alerts on (B)(6) 2025, day 208 after insertion. In-house testing of the returned sensor showed no issues with chemical performance; however, optical instability was observed in all four channels. The sensor replacement alert was triggered after the glucose signal was blinded due to a reference channel instability flag. A review of the raw sensor data confirmed optical instability in both the reference and signal channels across all four channels. Visual inspection under a microscope revealed delamination of the epoxy filler on top of the filters. The user was offered a sensor replacement as a resolution. B4. Date of this report 23 oct 2025, g3.date received by the manufacturer? 23 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.